Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported they were having issues with their bladder so not sure its not working. They noted they had told their healthcare provider (hcp) and they had told the patient to contact the manufacturer. The patient noted a back surgery that was unrelated to the device or therapy. The patient was to follow up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient clarified their bladder issues as the controller stopped working. The steps taken to resolve the issue included the patient changed the batteries, and the problems were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.